Event description:
Customer reported to horiba medical (horiba) that the abx pentra 60 c+ hematology analyzer (pentra 60 c+) generated high platelets on the control samples. Customer indicated they cleaned the t-fitting and performed concentrated cleaning. Customer reported they ran a precision test and the platelet background failed. There was no room of any adverse event or injury requiring medical intervention or patient treatment. Horiba field service representative (fsr) found the miniclean being used was contaminated. The fsr decontaminated the system. The fsr also conducted general preventive maintenance on the instrument and replaced the red blood cell chamber, the white blood cell/hemoglobin chamber and the sample probe, as a part of this general preventive maintenance. The fsr performed several background checks. All the backgrounds passed. The fsr performed validation on the instrument, calibrated the instrument, and ran controls. All controls were within established ranges and the instrument was performing within specifications.

Manufacturer narrative:
This miniclean contamination issue is a part of an on-going investigation at horiba medical. Supplemental reports in accordance with 21 cfr 803.56 will be submitted, as needed, when additional information becomes available.